Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause for the aortic dissection cannot be confirmed; however, procedural (device manipulation) and patient factors (calcium between the left and non-coronary cusps) may have contributed to the event. The stroke was related to the aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed. Result: no results avalilable since no evaluation performed. Conclusion: known inherent risk of procedure; human factors.

Event description:
Ten days post tavr procedure, the patient expired. In review of medical records (hospital admission, discharge, and echo) the patient presented to the hospital with a sudden onset of sharp chest pains. The patient had pre-syncopal episode after the pain began. In addition, there was some right arm numbness and tingling, blurry vision of the right eye and new headache. In the emergency room, a type a aortic dissection and a subcute to acute left occipital stroke was noted. A cta revealed a dissection involving subclavian bilateral and dissecting up to the right internal carotid artery (ica). Initially, relatively non-focal neuro exam with some numbness of the right was noted; however, his exam progressed to being completely plegic on the left side, which is consistent with involving dissection up to the right ica. Extensive discussions with CT surgery, neurology, and cardiology and no intervention was available to be offered to this patient. Review of operative and echo report, revealed a successful deployment of a 26mm sapien 3 valve in the aortic position with mild aortic insufficiency secondary to a paravalvular leak (pvl). Pre-procedure mild aortic regurgitation present in two jets severe calcification of aortic leaflets was noted on echo. Post deployment, mild to moderate pvl was present between the left a non-coronary cusps between two large pieces of calcium. There was no evidence of central prosthetic aortic valve regurgitation. A 26mm sapien 3 valve in the aortic position with post deployment peak velocity of 1.71m/sec, mean gradient of 5mmhg and calculated ava of 1.61cm2. The patient was discharged home in 6 days. The native annulus diameter measured 22mm x 30.0mm with an area of 525.6mm2 by CT. The native annulus was moderately calcified and the leaflets were mildly calcified. The sinotubular junction (stj) diameter was 25mm x 28.5 and the sinus of valsalva (sov) diameter was 33.5mm. The image intensifier angle was good; however, the coaxial alignment of the valve and delivery system were both described as poor. Ventilation was held and there was no loss of pacing capture during valve deployment.